Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep found that the blood pump rotor was damaging the tubing set. The service technician replaced the blood pump rotor. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
The tubing set was tearing up.